Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient reported they are losing more power with each charge. The patient stated they charge every morning and for the longest time the battery was down 10% when they would start charging but now it is down 20% and their activity level has not increased. Patient confirmed they have not had any falls or trauma that could have impacted the ins and how it is sitting in the body. Agent reviewed considerations and redirected the patient to their healthcare provider (hcp) to further investigate the patient's concern. Agent reviewed the resources available to hcp's.